Manufacturer narrative:
Investigation: used test and analysis equipment: (B)(4) digital camera. First we made a visible inspection of the jaw. Except the charring we found no further abnormalities. Then we checked the mechanical function. The clamping and the cutting function worked well. The manufacturing documents have been checked and found to be according to specification, valid during the time of production. One probable root cause in cases like this, is an improper cleaning during surgery, so that carbonized residues of blood or tissue initiate an arc. A further possible root cause is a damaged insulation tongue. This damage created by incorrect handling during cleaning the elextrodes. A damage during rf-generator failure can be excluded. Because there is suspicion of a design related aspect to the failure, we have entered this failure mode into our CAPA system. (B)(4) was started.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going

Event description:
(B)(6). Initially reported incident did not meet the definition of vigilance case, however, upon review of the device the vigilance decision was changed. Additionally, complaint file (cc) was updated to include short description of "io arcing in jaw" as well as applicable